Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage to keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on her insulin pump. Customer's current blood glucose reading is 139 mg/dl. No further information reported.